Event description:
Related manufacture reference number: 2017865-2023-42877. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator system exhibited under-sensing that resulted in failure to delivery high voltage therapy for ventricular tachycardia episode. Programming changes were performed. The patient was in stable condition.